Event description:
"Pt having a cardiac catheterization with stent. Two days later the pt not feeling well and had pus oozing from right groin. CT (computed tomography) scan reveals pseudoaneurysm. Had site drained in the or (operating room). We have had other issues with perclose pts." Upon further query with the customer, the following info was received. In 6/04 the physician successfully used an unspecified perclose device to close a right common femoral arteriotomy site after a diagnostic and inteventional procedure. Reportedly, three days later the pt was admitted to the e.r. With complaint of fever and pain in the right groin. A computed tomography scan of the right groin was completed. Reportedly, two days later the pt was admitted to the e.r. With complaint of "right groin pain, increased swelling at the site and fever." The arteriotomy site "popped with blood and discharge, that looked like pus." A computed tomography scan of the right groin was completed and tested positive for pseudoaneurysm. The pt was admitted to the floor. Blood cultures were drawn times two and tested positive for methicillin resistant staphylococcus aureus. The pt was started on intravenous oxacillin. Reportedly, on the next day the pt went to surgery for a repair femoral artery debridement of the common femoral artery and placement of patch angioplasty using two segments of greater sapheous vein patches placed side-by-side to replace severnty five percent of the arterial wall necrosis. It was reported that the pt did well, and was admitted to the intensive care unit. Reportedly, twelve days later the pt was discharged home with a peripheral inserted central catheter line in place for intravenous antibiotic treatment. It is unknown what antibiotic was prescribed and for what length of time. Although requested, pt outcome info was not available.